Event description:
During a lap tubal ligation procedure,the surgeon found a shiny piece in the pt at the end of the procedure. Because they were using resuable instrument in stainless steel,the only thought they had was ,the piece should come from the trocar because of the color.the surgeon removed the piece with a clip and completed the procedure normally.there were no adverse consequences to the pt.